Event description:
Study patient had suspicion for infection. An arthrotomy of the hip was performed.

Manufacturer narrative:
(B)(4). Reported infection was confirmed by the hospital, however we have not received patient notes from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Study patient had suspicion for infection. An arthrotomy of the hip was performed.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). UDI - (B)(4). Medical product - muller cup 28 x 48mm, item 130918, lot 3983586; therapy date - remains implanted. Medical product - 28mm dia cocr mod hd +9mm nk, item 163665, lot 00j3104377; therapy date - remains implanted. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01230 and 3002806535-2018-01231.

Event description:
Study patient had suspicion for infection. An arthrotomy of the hip was performed.